Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their device issue. During the call, the customer stated that he was not in front of the device to trouble-shoot. Tac later called the customer back to follow up and see if the issue was resolved. At that time, the customer confirmed user error. The customer stated that the light's auto-adjusting feature on the device was turned off. At this time, the device is not scheduled for return. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the image on his evis exera iii xenon light source was dark and not adjusting during an unspecified procedure. According to the initial reporter, the procedure was completed successfully using the subject device. Reportedly, the user had inadvertently turned off the auto light function while using the device. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.